Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was a blackened area on screen at 10-11 o'clock. Scope lens was cleaned with a q-tip and alcohol, then with a scope brush and detergent; the mark still did not change. The issue occurred during set up before the patient was in the room. The issue involved an olympus ultrasonic bronchofibervideoscope. There was no patient injury reported.